Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right coil was missing/migration of essure location of device: coil found") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, epilepsy, clonic seizures on (B)(6) 2010, tonic-clonic seizures on (B)(6) 2010, anemia on (B)(6) 2010, electroencephalogram on (B)(6) 2010, omphalorrhexis on (B)(6) 2010, multigravida and parity 5. Previously administered products included for an unreported indication: depo provera from 2006 to 2007, nuvaring from 2005 to 2006 and lamictal. Concomitant products included plantago afra;senna spp. (Capra) since (B)(6) 2018. In (B)(6) 2010, the patient experienced muscle spasms ("other injury(ies) or complication please describe: spasms in pelvic area *shock"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping"), dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse"), back pain ("back pain"), arthralgia ("hip") and uterine pain ("uterine pain"), 1 month after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("infection (bladder/ urinary tract/vaginal) type: vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), the first episode of rash ("skin rash"), dysgeusia ("metallic taste"), dental caries ("tooth decay"), menometrorrhagia ("abnormal prolonged bleeding and irregular menses"), abdominal pain ("severe abdominal pain/severe abdominal cramping"), flank pain ("right flank pain"), headache ("headaches"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric condition: depression"), the second episode of rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), nausea ("nausea"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and shock ("other injury(ies) or complication please describe: felt like shock"). Essure treatment was not changed. At the time of the report, the device dislocation, alopecia, dysgeusia, dental caries, fatigue, menometrorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, flank pain, headache, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, the last episode of rash, bladder disorder, urinary tract disorder, migraine, nausea, pelvic pain, vaginal discharge, weight decreased, back pain, arthralgia, uterine pain, muscle spasms and shock outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, headache, menometrorrhagia, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, shock, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: current weight (B)(6) apx. Lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result devices were in-tact. Doctor said that "it worked; in 2014: result devices were working and that the doctor could see the coils. Later informed of complication/migration 2014. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received patient information was added. Product indication was added. New event was added menorrhagia, vaginal hemorrhage, vaginal infection, apareunia, depression, rashes, bladder problems ,urinary problems, migraines, nausea, pain, vaginal discharge ,weight loss, spasms, felt like shock , back pain, hip, uterine pain. Historical drug was added. Medical drug was added. Concomitant drug was added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was missing/migration of essure location of device: coil found'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included omphalorrhexis on (B)(6) 2010, clonic seizures on (B)(6) 2010, tonic-clonic seizures on (B)(6) 2010, anemia on (B)(6) 2010, electroencephalogram on (B)(6) 2010, body mass index normal, epilepsy, multigravida, parity 5, multigravida and parity 4 (on (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007 and (B)(6) 2010.). Previously administered products included for an unreported indication: depo provera from 2006 to 2007, nuvaring from 2005 to 2006 and lamictal. Concomitant products included plantago afra;senna spp. (Capra) since february 2018. In september 2010, the patient experienced muscle spasms ("other injury(ies) or complication please describe: spasms in pelvic area *shock"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010 the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping"), dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse"), back pain ("back pain"), arthralgia ("hip") and uterine pain ("uterine pain"), 1 month after insertion of essure. In september 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In april 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), the first episode of rash ("skin rash"), dysgeusia ("metallic taste"), dental caries ("tooth decay"), menometrorrhagia ("abnormal prolonged bleeding and irregular menses"), abdominal pain ("severe abdominal pain / severe abdominal cramping"), flank pain ("right flank pain"), headache ("headaches"), depression ("psychological or psychiatric condition: depression"), the second episode of rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), nausea ("nausea"), pelvic pain ("pain") and shock ("other injury(ies) or complication please describe: felt like shock"). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, alopecia, dysgeusia, dental caries, fatigue, menometrorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, flank pain, headache, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, the last episode of rash, bladder disorder, urinary tract disorder, migraine, nausea, pelvic pain, vaginal discharge, weight decreased, back pain, arthralgia, uterine pain, muscle spasms and shock outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, bladder disorder, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, headache, menometrorrhagia, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, shock, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: current weight 150 apx. Lbs. Plaintiff currently planning for removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result devices were in-tact. Doctor said that "it worked; in 2014: result devices were working and that the doctor could see the coils. Later informed of complication/migration 2014. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet received,new reporter, event pregnancy (stillbirth or miscarriage) and patient concurrent condition were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.